Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of an umbilical hernia and incisional abdominal wall hernia on (B)(6) 2015 and mesh was implanted. The patient experienced a recurrent incisional hernia, adhesion, and pain and had a revision surgery on (B)(6) 2016. Pain, swelling and ongoing complications continued and she had another revision surgery on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.